Manufacturer narrative:
Updated information was received stating that the reported defect was not found. The unit would continue to ventilate. This case was further assessed as not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit lost peep (positive end expiratory pressure) and volume. There was no reported patient involvement.